Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels of 17.8 mmol/l. Customer¿s current blood glucose level was 17.8 mmol/l. Customer's other blood glucose level was 21.5 mmol/l. The customer experienced symptoms such as headache. The customer was treated with manual injections for high blood glucose values. The customer did allege that the insulin pump was under delivering. The troubleshooting was not performed for high blood glucose values. The product will not be returned for the analysis.